Event description:
While resecting with working element and 27 fr continuous flow resectoscope with 26 cutting loop heard arc and smelled smoke. Physician stated no harm to pt. Equipment taken out of service.